Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the mobile view station (mvs) was not powering on. No lights were lit on the front of the mvs. The medtronic representative replaced the f11 and f12 fuses and the mobile view station (mvs) was still not powering on. It was noted that the prongs on the f11 fuse felt loose when replacing the fuse. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the line power input connections on mvs power board were reseated which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) was not powering on. No lights were lit on the front of the mvs. The medtronic representative replaced the f11 and f12 fuses and the mobile view station (mvs) was still not powering on. It was noted that the prongs on the f11 fuse felt loose when replacing the fuse. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.